Event description:
The customer reported via phone call that they have discontinued insulin pump therapy. The customer reported they did not receive any alerts when the insulin pump was not delivering insulin. It was also found the customer would have several bent cannulas. The customer reported they would have to leave work due to feeling sick and drained from their high blood glucose. Customer's blood glucose was unknown at the time of the call. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.